Manufacturer narrative:
Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been corrected. The cause of the bleeding is determined to be use issue because the bleeding was resolved by matching the angle and holding the pressure at the site.

Manufacturer narrative:
No product was returned for investigation. The cause of the bleeding is determined to be use issue because the bleeding was resolved by matching the angle and holding the pressure at the site. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced bleeding at the access site. Pressure was held and heparin was withheld.